Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable (B)(6) confirmatory test result for one patient sample. On (B)(6) 2015, the (B)(6) result was (B)(6). On (B)(6) 2015, the confirmatory test was performed and the result was (B)(6). On (B)(6) 2015, anti-hbc and anti-hbc igm were performed and were non- reactive on (B)(6) 2015, anti-hbe was non-reactive and pcr for (B)(6) was >10 ui/ml which was considered to be negative (technique m2000 real time system abbott molecular). The results were reported to the physician. The laboratory doubted the results because the patient did not show any signs of the disease. The patient was not adversely affected. The reagent lot number was 178144. The expiration date was requested, but was not provided.

Manufacturer narrative:
A sample from the patient was submitted for investigation. The customer's reactive (B)(6) confirmatory results were confirmed. (B)(6). A specific root cause could not be determined as insufficient sample volume remained for further investigation. A chronic (B)(6) infection was possible for the patient.